Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: a mentor breast implant of unknown type. Note: (B)(4) is a duplicate complaint due to the customer contacting twice and providing two different names. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with mentor saline devices in 1993 began experiencing bilateral pain, inflammation and device migration in 2003. The patient reported that she feels like the implants come out of place (under her muscle) and she has to maneuver them back into place. The patient also reported that there are fibers coming out of the side of her breasts. The devices remain implanted. No product issue, such as rupture, was reported. It was reported to mentor that the actual implant material is coming out of the side of patient¿s breasts. The patient experienced it on both sides, but more on the left side. The implants move around, more on the left side. The patient experienced heat and inflammation on the left side. It is red on left armpit area and all the way to patient¿s areola. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient reported when she lies down the devices flip and was told by her physicians the "lump" she was feeling was actually the valve of the implant. The patient also reported that there is actual implant material coming out of the side of her breasts. It feels like thread material. The patient reported that the left side is red and hot from her left armpit area to her areola. Per chest x ray, the devices still appear round and without deflation. The patient is scheduled for an ultrasound on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/26/18, it was reported to mentor that this complaint is the duplicate of the (B)(4) with manufacturing report number of 1645337-2018-06116. The patient wants the implants to be removed without replacement. (B)(4).